Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer's blood glucose level was 556 mg/dl. The customer reported that the insulin pump's clip was not damaged but the insulin pump kept coming off the clip causing the site to come off the body and it hurt. They mentioned that the site was no longer secure and was causing high blood glucose events. It was unknown whether the insulin pump was on auto mode at the time of the incident. The customer declined troubleshooting for high blood glucose level event. The devices will not be returned for analysis.